Event description:
Report received of an undocumented number of undocumented incidences where patients experienced blown veins involving the use of an ansyr 10 cc syringe. The nurses were reportedly having to apply too much pressure on the plunger to deliver the flush. It was reported that "patients with small or fragile veins are experiencing blown veins with the use of the syringes." The customer was unable to provide any information on the patients who experience the blown veins, stating that the incidents were occurring on the cardiopulmonary infusion unit and the pediatric unit. The nurses reported having to restart the IV's on these patients. Although requested, no additional information was available.